Manufacturer narrative:
The customer's reported issue of volume discrepancies occurring with secondary infusions in epic was handled internally by the customer and was reported by the customer, the issue has been resolved without any further contact with bd requiring investigation. No product or device logs were returned for investigation. The file was opened to document an event that the customer reported. The file may be closed based on the above facts. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode.

Event description:
The customer reported that secondary volumes in epic have the potential to appear inaccurately if used in conjunction with event logic, creating a misinterpretation of the volume segments in the incoming hl7 message. This caused the primary volumes to be saved into the secondary volume variable. It was found that epic made a change to their interface based on the latest ihe pcd specification. This caused issues since bd was sending this same 126977^mdc_dev_pump_infus_chan_source identifier for primary and secondary in the hl7 message when epic is expecting a different one for each. To fix the issue, bd made a proc cce modification and added a new code for a secondary infusion to differentiate between them as follows: ¿ primary will have the following in obx.3 126977^mdc_dev_pump_infus_chan_source. ¿ secondary will have in obx.3 126979^mdc_dev_pump_infus_chan_secondary^mdc. Currently, bd has completed the change and now is in epics court as they had to make some interface changes. Once epic provides an update top state that the fix had been implemented with no issues to report. There was no patient harm.